Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, patient experienced stoma site inflammation. The patient went to emergency room (ER) where he was admitted to be assessed by the physicians if device replacement is needed. It was decided not to replace the device. Patient was discharged the next day with oral antibiotic augmentin 1g every 8 hours for one week.